Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but had not sought further help. It was further reported that her follow-up doctor was retiring in december 2012 and her implanting doctor was no longer with the hospital.

Manufacturer narrative:
Lead: model 3389-40, serial #(B)(4), implanted: (B)(6) 2005, explanted: na; extension: model 748251, serial #(B)(4), implanted: (B)(6) 2005, explanted: na; concomitant system: neurostimulator: model 7426, serial #(B)(4), implanted: (B)(6) 2004, explanted: na; lead: model 3389-40, lot #j0337612v, implanted: (B)(6) 2004, explanted: na; extension: model 748251, serial (B)(4), implanted: (B)(6) 2004, explanted: na. (B)(4).

Event description:
It was reported that a year ago the during an MRI scan for her lower back, patient felt her chest get hot. They then had to stop the MRI procedure. The patient also experienced a loss of therapeutic effect "in the past." Additional information was requested but was not available at the time of this report.